Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported cylinder malposition. The reported events of malposition or migration of device and patient dissatisfaction are included in the product labeling and risk documentation. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the pump was leak tested, visually inspected and functionally tested. The pump kink resistant tubing (krt) was worn to filament. The pump passed all tests performed. The reservoir was visually inspected, leak tested and examined using a microscope. The reservoir krt was fatigue and worn to filament; however, no leaks were found. The cylinders were visually inspected, leak tested and examined using a microscope. The tubing of both cylinders was identified to be cut down to the input tube sleeve junction. The tubing was worn to filament. Both cylinders had wear at a fold in proximal cylinder body and in distal cylinder body. Both cylinders had a hole in the outer tube and small leak was present in proximal cylinder body that was result of sharp instrument damage which probably occurred during the explanted and it will be considered a secondary failure. Both cylinders were not pressure test due to leak was identified. Product analysis was unable to confirm the reported event. Labeling review: the device instructions for use (IFU) was reviewed. The reported events of malposition or migration of device and patient dissatisfaction in the product labeling and risk documentation. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis (ipp) due to malposition of the cylinders. A surgery was performed to remove and replace the device. There were no patient complications.